Event description:
Subcutaneous lovenox plunger would not dispense medication. Plunger also would not dispense. Per unit staff, this happened earlier in the week with another patient's lovenox as well. These are the syringes filled by pharmacy and sent up in clear plastic box, not prepackaged syringes. Health code: 4580. Device code: 3023, 2588. Reference report: mw5175351.